Event description:
It was reported that the bd maxplus pressure rated extension set clogged. The following information was provided by the initial reporter: extension set unable to flush.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-jan-2023. H6: investigation summary: one sample (model #mp5303-c) was returned by the customer. It was reported by the customer that the extension set is unable to flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10ml bd syringe and attempted to be flushed with water. The set was unable to be flushed passed the maxplus connection to the tubing. The set was examined under magnification where an occlusion can be observed. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the complaint. The root cause for this issue was determined to be an inadequate use of the air fixture. This fixture ensures that there is no occlusion. A quality alert was generated to indicate the correct amount of bonding solvent is applied and to indicate the correct time of the sweep operation. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5303-c lot number 22109024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxplus pressure rated extension set clogged. The following information was provided by the initial reporter: extension set unable to flush.